Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: during the repair, a new battery was installed in the unit and powered on. The unit showed it was charging but displayed 0% and then shut off abruptly. Another new battery was installed and the same issue occurred. An in-house motherboard was used to test the functionality of the new battery. The battery charged properly. When the battery was installed back into the original motherboard, it displayed that the unit was charging but the battery percentage went down to 0% and shut off abruptly. The result is an internal failure within the motherboard. A history review of serial number (B)(4) showed one similar complaint from this serial number. The similar complaint has been reported by the same us facility. The previous complaint evaluations for this serial number ((B)(4)) are: confirmed, root cause was identified as internal li-ion battery failure. (Reference: MDR number 3006260740-2019-03854).

Event description:
Observation found during evaluation: during the repair, a new battery was installed in the unit and powered on. The unit showed it was charging but displayed 0% and then shut off abruptly. Another new battery was installed and the same issue occurred. An in-house motherboard was used to test the functionality of the new battery. The battery charged properly. When the battery was installed back into the original motherboard, it displayed that the unit was charging but the battery percentage went down to 0% and shut off abruptly. This file is for the second event reported.